Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving morphine at an unknown concentration and dosage via an implantable pump for non-malignant pain, other chronic/intractable pain, and joint pain/arthritis. On (B)(6) 2016, it was reported that the patient observed a code on their personal therapy manager programmer (ptm) on (B)(6) 2016. The code was (B)(4). The patient reported that their pump was scheduled to be replaced on (B)(6) 2016 due to low battery. The patient¿s last refill was in (B)(6). No symptoms or emi exposure was reported.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6) 2016. It was reported that the patient experienced symptoms of nausea, weakness, difficulty breathing, pain, agitation, an inability to stand or walk without help, and diarrhea. The patient also reported that their health care provider restarted the pump and gave the patient a bolus as well as oral medication in case the pump went out again. The patient noted that the issue had been resolved, but reiterated that the pump was scheduled for replacement on (B)(6) 2016.

Event description:
Additional information was received from a manufacturer representative regarding a patient who was receiving 30 mg/ml morphine at 2.747 mg/day. It was reported that on (B)(6) 2016 a critical alarm occurred. The pump logs were checked and a low battery reset had occurred. The pump was in safe state. The patient had experienced sudden withdrawal.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.